Event description:
Caller alleged discrepant high troponin I (tni) results on triage cardiac panel test compared to beckman instrumentation. Customer deals with (B)(6) hospital and (B)(6) hospital in (B)(6). Customer stated that (B)(6) is having issues with tni on triage meter when compared to tni on beckman instrumentation. Customer stated that it is possible that the nurses may end up using non-edta tubes when they are in a rush and they inserted devices without allowing the sample to properly absorb in sample port. Edta-whole blood (wb) sample was used outside the sample stability time frame specified in package insert. Triage reference range: <0.05 considered normal; 0.05-0.39 abnormal/evaluation range; >0.40 considered positive/critical. Beckman reference range: 0.00 to 0.30.

Manufacturer narrative:
Investigation pending.